Event description:
It was reported that patient lacked basic understanding of patient programmer use. The patient was getting the poor communication screen on her patient programmer with the antenna attached. She was able to feel her implant through her skin and said the antenna was right over the implant. During the call, she was able to feel her implant and the ins (stimulator) was moving around. Her follow up appointment was in 3 weeks. The patient was implanted on friday with a device for her bladder and bowel. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).